Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the procedure, the tip of the introducer cracked. The issue was likely caused by the patient¿s vessel route. The introducer was removed and replaced. No patient complications have been reported as a result of this event.